Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and the shipping inspection record of the product code/lot# combination was unable to be conducted due to the unknown lot number. The same user facility reported similar events. This report is for the third device, see mdrs: 9681834-2017-00272 and 9681834-2017-00273 for the first and second device. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. IFU for this product has the instructions as follows: advance or withdraw the mini guide wire slowly. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported they used to use 20-1060 and switched to the slender. They believe the .021" wire in the slender kit is stiffer. They have experienced a few pseudo aneurysms in the past months and attribute it to the stiffer wire or the vasc band. All of the patients recovered and no surgery was needed. The procedure was successful.